Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2024; product type lead product ID 977a260 lot # serial # (B)(6); implanted: (B)(6)n 2024; product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reported patient has been experiencing burning at their implant sites and pain at the ins site since implant. The patient has spoken to their doctor about it and the doctor found no signs of infection. Patient reports the burning sensation has been improving over time. Rep discussed turning down recharge speed on controller to see if this would help with the burning sensation at the ins site. Patient reports over the ins has been helping with their chronic pain and they are able to walk more now. Issue is resolved.  The rep indicated they would send any further information as they become aware.